Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was associated with a hard fall followed by new pain unrelated to baseline and painful stimulation in new areas. High impedance was observed on electrodes 1, 2, 10, and 11 with reported values of 731, 790, 747, and 788, and it was reported that the high impedance was not observed on the day of surgery. Troubleshooting was performed by reprogramming around the high-impedance electrodes. The issue is ongoing and was not resolved, and the patient was reported to be alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.